Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse atrial fibrillation (a fib) procedure, a faradrive steerable sheath clear was selected for use. It was noted that the sheath was not adequately tight, and air bubbles were observed during the preparation and procedure. Consequently, the sheath was replaced. The procedure was completed successfully without any patient complications. The device is expected to be returned for further evaluation.

Event description:
During a farapulse atrial fibrillation (a fib) procedure, a faradrive steerable sheath clear was selected for use. It was noted that the sheath was not adequately tight, and air bubbles were observed during the preparation and procedure. Consequently, the sheath was replaced. The procedure was completed successfully without any patient complications. The device was returned for further evaluation.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valves.